Event description:
It was reported that the patient had their artery or vein nicked by the tunneler and the surgeon wanted to use ligaclips to repair the blood vessel. These were mechanical clips. Per the surgeon's office, there didn't appear to be any long-term adverse events as a result of the nicked blood vessel. The patient was doing file post-operatively. No further relevant information has been received to date.